Event description:
It was reported that following external shock therapy during an abl (ablation) procedure, change was seen in the operation of the implantable pulse generator (ipg) indicated as pacing failure and undersensing. It was confirmed that the ipg implant site (right side) was avoided when placing the conductive pad. It was also reported that a change in the right ventricular (rv) lead of low impedance exhibited, an increase in the pacing threshold, as well as a decrease in the sensed wave. Immediately after external shocks, intracardiac potential was not shown on the telemetry, however was restored when telemetry was established. The ipg and rv lead settings were re-programmed and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.